Event description:
The initial attorney report alleged bacterial infection, adhesions, and explant. The following is based on the medical records provided by the pt's attorney: (B)(6) 2005 - pt underwent excision of a previously placed unidentified mesh and repair of a recurrent ventral hernia with composix kugel mesh. A small piece of mesh was left attached to the small bowel. On (B)(6) 2007 - pt underwent exploratory laparotomy, partial explant of composix kugel mesh and incisional ventral hernia repair with composix kugel mesh. It was noted that a loop of bowel was seen that was adherent to a "wad of mesh" in the middle of the incision. This adhesion was taken down, the incision was then extended and the bowel freed. It is unclear, as to whether this is the same piece of mesh that was left attached to the bowel during the (B)(6) 2005 surgery. Ni/ni/ni - pt is diagnosed with infected mesh which is unresponsive to antibiotics. On (B)(6) 2007 - pt underwent excision of infected mesh and repair of abdominal wall hernia with a collamend graft. Ni/ni/ni - pt presents with recurrent abdominal wall pain and cellulitis. A presumptive diagnosis was made of infected mesh. On (B)(6) 2007 - pt underwent excision of infected collamend graft and placement of wound vac.

Manufacturer narrative:
Initially, one event was reported by the pts' attorney. However, review of the medical records showed there to be additional implants. The info provided indicates that the pt was treated for an infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Additionally, no sample was returned for eval. With the currently available info, no additional conclusion(s) can be drawn. If additional event and/or eval info is obtained, a f/u MDR will be submitted. The composix kugel mesh implanted on (B)(6) 2005, was reported to the FDA in accordance with (B)(4). See MDR 1213643-2012-00101 for info related to the collamend graft implanted on (B)(6) 2007.